Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was noticed that the heating / sealing element within the jaws had become separated from the jaws. This defect let the device unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was noticed that the heating / sealing element within the jaws had become separated from the jaws. This defect let the device unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10 internal complaint number: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 14jan2020 and an investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Specks of blood was observed on the harvesting handle. The heater wire was observed to be completely flexed away and twisted from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, it was noticed that the heating / sealing element within the jaws had become separated from the jaws. This defect let the device unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.